Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has not charged their implant in over a year and stated it doesn't work. Caller had no further details about what wasn't working with the device. Caller stated patient only has handset with them, they don't have the communicator. Agent reviewed both handset and communicator are needed to access MRI mode and implantable neurostimulator must be charged. The issue was not resolved through troubleshooting. Agent redirected patient to patient services for recharging assistance. Additional information was received from the patient on (B)(6) 2026. They reported that it was unknown if the issue of the device not working was caused by normal battery depletion. The cause of the device not working was unknown. The patient reported their device was inserted by their healthcare provider (hcp) in (B)(6) 2021. A young man delivered all the equipment on their bed. There was no instructions - he was in a hurry to leave. The patient mentioned it to their hcp and their manufacturer. Since that day, they have had trouble working with it. Since then, they had seen a new hcp who called someone in but they could not get it to work. They even had their son and husband try to work it. They were thinking of having the device taken out. Additional information was received from the patient on (B)(6) 2026. They reported that device removal is planned for (B)(6) 2026. Patient indicated ins will be returned and noted "by dr."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.